Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Visual inspection on the complaint device noted the electrodes and distal coupler were displaced and the tubing was torn exposing the internal components. No other visual anomalies were noted. The catheter was inserted and withdrawn from a stock 8.5 f swartz introducer with no resistance or anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported withdrawal difficulty remains unknown. The cause of the torn pellethane tubing and displaced coupler and electrodes is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a displaced electrode with exposed internal components.